Event description:
It was reported that intima-ii 24gax0.75in prn slm was damaged. The following information was provided by the initial reporter: the patient used the indwelling needle for puncture during intravenous infusion. Visual inspection of the indwelling needle before puncture was normal, and it was difficult to deliver the catheter during puncture. Inspection of the indwelling needle after extubation revealed that the indwelling needle trocar was rough and had uneven edges.

Manufacturer narrative:
Correction: a rough, burred, or uneven catheter surface will not affect the intended use of the device. This may cause discomfort to the patient during insertion but will not lead to harm or serious injury. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 24gax0.75in prn slm was damaged. The following information was provided by the initial reporter: the patient used the indwelling needle for puncture during intravenous infusion. Visual inspection of the indwelling needle before puncture was normal, and it was difficult to deliver the catheter during puncture. Inspection of the indwelling needle after extubation revealed that the indwelling needle trocar was rough and had uneven edges.